Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their infusion sets would start to separate from the adhesive tape and leak insulin. The caller stated that the issue was resolved with a set change. The caller already contacted their health care provider about the issue. The customer was shipped to sets to resolve any remaining problems with set changes.